Event description:
The report stated that the ligasure atlas was in use during a lung resection. The handpiece was used to seal and divide the pulmonary artery and a side branch of the pulmonary vein, both under 7mm in diameter. An end tone was received after each sealing cycle. After 45 minutes, the seals began leaking, resulting in severe bleeding for the patient. This happened during the surgery and the vessels were then ligated and the patient received a transfusion. Both vessels has previously been skeletonized by blunt dissection. The ligasure atlas was in use with a forcetriad generator set at two bars of power. The patient is now ok.

Manufacturer narrative:
Date of initial report: may 16, 2008. The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.